Event description:
According to the reporter, "before the closing of the wound during an open procedure, when the gynecologist wanted to take the needle out of the package, the suture needle broke. A new suture was used to complete the case, no patient injury.